Event description:
The rn was called to room by the patient's mom who noted that blood/fluid was leaking from port. All connections were found secure, when unclamped, drops of blood/fluid were dripping from the port extension tubing. The port was re-accessed.